Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received an error code on his meter, which did not allow him to test his blood glucose level. The consumer subsequently experienced a hypoglycemic event requiring emergent food intake to raise her blood glucose level. The meter will be returned for eval, and the unk test strips were discarded by the consumer.